Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm. It was reported that the customer changed the battery, and worked for 2 days, and the issue recurred. Changed 5 batteries and the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed for the reported event. The customer reported receiving a battery failed alarm. No damage was reported on the battery cap contacts or the battery compartment. The customer continued to receive battery-failed alarms after inserting new batteries, restarting the pump, and using a replacement battery cap. No harm requiring medical intervention was reported. A product return for mmt-1711k was requested and the customer responded that the pump would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thus. A review of the pump history file shows a total of four (4) pump error 25 alarms (3x on (B)(6) 2024 and 1x on (B)(6) 2024). The power management graph confirmed power error 25 alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. There were several failed batt test (battery failed) alarms (on (B)(6) 2024) however, there is not an excess amount. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery compartment, faded end cap address label, and pillowing keypad overlay. Failed batt test (battery failed) alarm is not confirmed. Pump error 25 alarms are confirmed due to connector resistance j6 /pcb 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.